Event description:
(B)(4). Event occurred in the united states. The patient reported, the infusion set tubing came apart and the detachment occurred at quick release while she was in restroom and rolled up her shirt. The infusion set insertion site was at upper left quadrant and the pump was hooked on under garment. The infusion set was being used for one and a half day. The infusion sets were stored in bed room. There was no stress or pull on the tubing and the pump wasn't dropped with the set connected to the body. No further information available.